Event description:
The pt was revised to address elevated metal ion levels.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Update: 8/26/2011 - medical records were received. Part/lot numbers were identified with invoice search. (B)(6) 2012 patient fact sheet form was received. There was no new information that would change the outcome of the investigation.